Event description:
It was reported to st. Jude medical that the patient died shortly after a follow-up. Stored egm shows undersensing of ventricular tachycardia/ventricular fibrillation. It is unknown if the undersensing caused or contributed to this event.